Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device fell off the housing when using with catheter adopter of cv. It occurred a few days after the line was started and there was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: received one used q-syte unit. Upon visual/microscopic examination the septum was molded using the 16 cavity mold. Observed the septum was pushed into the q-syte top body, observed a tear on the top disk. Residual septum material and adhesive was present on the rim of the top body. A review of the device history record could not be performed as a lot number was not provided for this incident. The evaluation q-syte location where the septum was pushed into the top disk, revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. Bd was unable to reproduce the customer¿s experience with the bd product in the laboratory environment, so although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.